Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) did not meet the minimum current drain specification according to the check-out manual during a preventative maintenance check. It was further reported that the current drain test was varying with the power on and the backlight on. The epg was requested to be returned for repair. There was no patient involvement.